Event description:
The customer reported that on (B)(6) 2017 at 1921 magnesium (40mg/100ml) was programmed to infuse at 25ml/hr. At 2047 the rn noticed the rate was at 200ml/hr. And quickly stopped the infusion. The rn ensured that the pump was programmed correctly and alleges that the program did not change but reverted to the previous settings. The event occurred in women's health.

Manufacturer narrative:
The customer¿s report that the pump module of the device changing from a rate of 25ml/hr to 200ml/hour was not confirmed or replicated. There was no rate of 25ml/hr identified in the event log. In addition the magnesium concentration of 40mg/100ml was not identified in the event log. The pcu log review recorded a secondary infusion of drug ID 165 (mag sulfate ivpb), was programmed at a rate of 50ml/hour, and then seconds later the rate changed to 200ml/hour. The programmed rate change triggered a guardrails warning, "rate exceeds guardrails limit of 52.2ml/hour." The user proceeded past the warning and the infusion was started. Approximately 25 minutes later, the rate was changed to 50ml/hour. The secondary medication infused until completion after which the primary infusion started and infused at 200ml/hour. Functional and rate accuracy testing found the device to be infusing within specification. The root cause was not identified.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on (B)(6) 2017 at 1921 magnesium (40 mg/100 ml) was programmed to infuse at 25 ml/hr. At 2047 the rn noticed the rate was at 200 ml/hr. And quickly stopped the infusion. The rn ensured that the pump was programmed correctly and alleges that the program did not change but reverted to the previous settings.

Manufacturer narrative:
The customer¿s report that the pump module of the device changing from a rate of 25ml/hr to 200ml/hour was not confirmed or replicated. There was no rate of 25ml/hr identified in the event log. In addition the magnesium concentration of 40mg/100ml was not identified in the event log. The pcu log review recorded a secondary infusion of drug ID 165 (mag sulfate ivpb), was programmed at a rate of 50ml/hour, and then seconds later the rate changed to 200ml/hour. The programmed rate change triggered a guardrails warning, "rate exceeds guardrails limit of 52.2ml/hour." The user proceeded past the warning and the infusion was started. Approximately 25 minutes later, the rate was changed to 50ml/hour. The secondary medication infused until completion after which the primary infusion started and infused at 200ml/hour. Functional and rate accuracy testing found the device to be infusing within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a magnesium infusion was initiated at an unspecified rate and time. Both rn's checked and confirmed the rate and programming however later found that the infusion rate was "exceedingly high". The rns believe that they completed the programming as required the rate reverted to an unspecified previous settings and caused the magnesium to infuse too quickly. The event occurred in (B)(6). Although requested there are no other event details provided at this time.